Event description:
Alleged event: complaint alleges that during a lap chole, the surgeon noticed that the ae5 felt differently than the one he used during a product demonstration. The first clip fired correctly and the second advanced correctly but came out closed. The third clip also came out closed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record review for the product auto endo5 ml, lot # 73k1400051 investigation did not show issues related to complaint. The device sample has not been returned ot the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.